Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach to the patient¿s esophagus and was in the patient¿s lungs. The patient's normal breathing stopped. The capsule remained in the patient's lungs for 3 minutes prior to coughing. The patient coughed out the capsule. Oxygen mask was used as the patient required additional airway support. Endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate the placement of the capsule.